Event description:
A customer contacted beckman coulter inc., (bci) regarding a low phosphorous (phosm) result generated by the unicel dxc 800 pro synchron clinical system. The sample was re-tested on a different instrument which generated believable results. The instrument also generated suppressed results on several samples; however, specific information is not available. The low result was not reported out of the lab. Patient treatment was not affected.

Manufacturer narrative:
Qc was run before the event and the results were within established ranges. The customer disabled the phosm module and requested for service. A field service engineer (fse) found precipitation build-up in the module tubing and removed the build-up. Per fse, while purging to remove the build -up in the module tubing, the precipitant got into the reagent pump syringe, therefore, fse replaced the syringe. The fse also replaced the lamp as precaution.